Manufacturer narrative:
A: no patient involved. D: the primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the centrimag screen was missing some characters.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the centrimag screen missing some characters was unable to be confirmed. The centrimag 2nd generation primary console (serial number (B)(6) was not returned for analysis. No photos, log files, or additional documents were submitted for review. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The root cause for the reported event was unable to be conclusively determined through this analysis. The device history records were reviewed for the centrimag console (serial number (B)(6), and the console was found to pass all manufacturing and qa specifications. The centrimag blood pump with centrimag acute circulatory support system for ECMO (extracorporeal membrane oxygenation) section 10 ¿ ¿emergency/troubleshooting¿ provides instructions for operation when there is a need to exchange the main console or motor with a backup console or motor. The recommended practice whenever there is a console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console and place the blood pump in the back-up motor and console. Switch all components (console, motor, flow probe and cables) simultaneously to continue patient support, and then perform troubleshooting on the non-functioning system, when it is no longer being used for patient support. The centrimag blood pump with centrimag acute circulatory support system for ECMO, section 4 - "warnings & precautions", warns "one additional 2nd generation centrimag primary console, motor and flow probe are required as backup system in the immediate vicinity of each patient whenever the centrimag or pedivas blood pump is used. The backup console must be connected to the backup motor and to the backup flow probe, have a battery charge sufficient for at least one hour of operation, be connected to ac power (except during transport) and be immediately available should the main console, motor or flow probe experience a malfunction." No further information was provided. The manufacturer is closing the file on this event.